Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for displaying error code 1822. The customer replicated product problem was replicated during testing. The investigator cleared the error code, and replaced the faulty mp board. The software was installed and the pump was calibrated. The device passed all the functional, and delivery tests following the aforementioned repair. The problem source of the reported product problem was unknown. A root cause was not established. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1822. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.